Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within spec. No unexpected battery out limit alarms noted during testing. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted during testing. The insulin pump was received with cracked case at display window corners and battery tube threads and minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a button error alarm and battery out limit alarm. The customer's blood glucose was 23.1 mmol/l at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they insulin pump stopped working. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been provided with this report.